Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
Na

Event description:
The rv lead showed noise on the sense/pace and custom channels due to a suspected lead fracture. The noise was seen on the egms stored for vf. All therapies were aborted. The noise could not be reproduced with isometrics. High capture threshold was observed. During explant the ivc/right atrial junction was torn and the patient went into tamponade. A cardiac surgery was performed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.